Event description:
Complainant alleged that while attempting to treat a 67-year-old male patient, the device displayed a " self check failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No UDI justification: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical corporation has received.

Manufacturer narrative:
MDR correction (h10): this supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 health effect clinical code, health effect impact code), and d4 primary UDI # updated. Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant indicated the device failure was detrimental to patient care as the patient was in extremis and required aggressive treatment.